Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)'), abdominal pain ('abdominal pain'), back pain ('back pain'), pelvic pain ('chronic pelvic pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: on (B)(6) 2014, she underwent essure with hysteroscopic procedure. Hysteroscopic tubal occlusion with essure. On (B)(6) 2017, transabdominal pelvic imaging is performed with no extra pelvic extension of her uterus or adnexa seen. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, alopecia, tooth disorder, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),chronic pelvic pain, abdominal pain, back pain,psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event "injury" replace with new event .new events added: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) , psych injury, hair loss, dental problems , hormonal changes, headaches, nausea, weight gain,patient did not undergo essure confirmation test. Reporter information were updated.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis in (B)(6) 2007, lower abdominal pain, swollen joints, stiffness, asthenia, back pain, urinary frequency, bladder infection, urinary urgency, dysmenorrhoea, ear pain, external ear abscess drainage, discomfort, sterilization, heavy periods, left lower quadrant pain, right lower quadrant pain, diarrhea, offensive vaginal discharge, anxiety, depression, headache, muscle pain, joint pain, dyspareunia, vaginitis, polymenorrhoea, polyp, hemostasis and pain. On (B)(6) 2014, she underwent essure with hysteroscopic procedure. Hysteroscopic tubal occlusion with essure. On (B)(6) 2017, transabdominal pelvic imaging is performed with no extra pelvic extension of her uterus or adnexa seen. Previously administered products included for an unreported indication: meloxicam and mirena. Concurrent conditions included delayed period. Concomitant products included naproxen (motrin) for cramp in lower abdomen and discomfort as well as anti-d immunoglobulin (rhophylac) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (laparoscopic removal of bilateral essure coils bilateral partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: complete cross sections of bilateral fallopian tubes identified. Essure coils varying from 2.5 to 10.5 cm in length also present. Essure coils ranging from 2.5 to 10.5 cm in length. The fallopian tubes are each sectioned revealing no discrete lesions or cysts. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- pelvic pain and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received: previously reported event injury was replaced with specified events- pelvic pain/pain and migraines. Other relevant history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.